Event description:
On (B)(6) 2015, the patient started having underdose symptoms. It was discovered via fluoroscopy on (B)(6) 2015 that the patient¿s catheter was not in place; it had dislodged and needed to be repaired or replaced. The patient had not had any falls or traumas. Things had been going great with the pump and it really helped with the patient¿s pain. The patient was on oral meds, but didn¿t do well with absorption. The patient was looking for a new surgeon as the physician that originally implanted her pump no longer placed pumps. The device system was delivering bupivacaine, prialt and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. On (B)(6) 2015,the attorney alleged that the patient "sustained serious injuries" as a result of the pain pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 2016-01-19, additional information received from a consumer reported that, on (B)(6) 2012, the patient was seen by their healthcare provider(hcp) for back pain and radicular pain in the lower extremities; medical history at that time included: gastric bypass with subsequent weight loss ((B)(6) 2006), trocar stab wound scars in the lower abdomen, abdominal hernia repair ((B)(6) 2007), tubal ligation ((B)(6) 2009), endometriosis ablation ((B)(6) 2009), partial hysterectomy ((B)(6) 2009), abdominal hernia repair ((B)(6) 2009), total hysterectomy ((B)(6) 2009), nephrolithiasis (lithotripsy (B)(6) 2010), appendectomy and stomach exploratory ((B)(6) 2010), rheumatoid arthritis (1.5 years prior), hypothyroidism, lumbago, failed back syndrome, post-laminectomy syndrome, leg pain (left greater than right), allergy to non-steroidal anti-inflammatory drugs (nsaids), and an l4-5 lumbar fusion ((B)(6) 2011). It was also noted, as the patient was quite thin, that the pump would leave a fairly robust silhouette. On (B)(6) 2012, according to the operative report, the patient's low back pain was specified as mechanical low back pain. The patient underwent, following a failed spinal cord stimulation trial (see pe# (B)(4)), placement of an intrathecal catheter and pump in the right lower abdomen. Good flow of cerebrospinal fluid (csf) from the catheter was noted, and the catheter was firmly adhered via the anchor. Following tunneling, the patient maintained excellent csf flow and the sutureless connector was attached to the pump and was found to be firmly adhered; the patient's morphine dose was set to 0.5 mg/day and their fentanyl patch was discontinued. In the post-anesthesia care unit (pacu). On (B)(6) 2012, the patient was seen for a post-operative follow-up visit. The patient had complaints of increased post-surgical pain over that weekend, which was treated with oxycodone. The pain was decreasing at the time of the visit, and they had begun to taper off the use of oxycodone. Overall, the patient's chronic pain was improving; the patient's pump was infusing morphine sulfate preservative-free (10 mg/ml) at 0.5 mg/day, and was expected to increase in the near future. Concomitant medications at that time also included keflex 500 mg three times daily. The incisions were healing well without erythema or drainage; there was no seroma. On (B)(6) 2012, the patient was seen for a routine follow-up visit and they were doing fairly well. Concomitant medications included oxycodone 10 mg at w tablets every 6 hours (maximum daily dose of 8 per day), as their pain was stable, the morphine in the pump was increased to 0.575 mg/day oxycodone was decreased to 10 mg at 1 orally every 4 hours (maximum of 6 per day). Examination revealed tenderness at the middle and lower lumbar regions bilaterally. On (B)(6) 2012, the patient was seen for a routine follow-up visit. The patient's surgical pain had resolved. The patient got some pain relief from the 0.575 mg/day morphine infusing via the pump, but it was still not adequate; the morphine dose was increased to 0.660 mg/day. On (B)(6) 2012, the patient was seem and was doing very well. The patient had no seroma, incisional pain, pain in the pump pocket, evidence of infection, or sedation with the medication. Morphine was noted to be infusing at 0.85 mg/day, which reduced the pain down to about 5 of 10 on average. No change to the morphine dose was made. On (B)(6) 2013, the patient experienced increasing pain in the lower lumbar territory, which was more prominent on the right, with radicular pain in the right lower extremity in the form of sharp, shooting pain. Additionally, she experienced weakness of the right lower extremity. Morphine was infusing at 3.2 mg/day, coupled with hydrocodone/acetaminophen 10-325 mg for breakthrough pain. Concomitant medications at that time also include nuvigil at 150 mg for daytime wakefulness . A medrol dosepak 4 mg, was slightly helpful in decreasing pain in the right lower extremity; however, they continued with the neuropathic pain in the right lower extremity. Examination revealed a slow gait, significant tenderness of the lumbosacral segment bilaterally (with trigger points bilateral l3, l4, l5, and right buttock), point tenderness to the right sacroiliac (si) joint. Forward flexion was approximately 25 degrees, left straight leg raise was negative, and right straight leg raise was positive to 40 degrees with low back pain and radicular pain. Neurologic examination revealed that sensation was grossly decreased in the lower legs. The patient was assessed with myofascial pain syndrome. Trigger point injections with 8 cc of 1% carbocaine to the right gluteus maximus and bilateral quadratus lumborum to further attempt to quell her lumbar radiculopathy were performed. The patient was also given a 60 mg intramuscular solumedrol injection for anti-inflammatory effects. The patient was also started on lyrica 25 mg twice daily for 7 days and 50 mg twice daily thereafter for the neuropathic pain in the lower extremities. Hydrocodone was maintained, and the patient's morphine was increased to 3.5 mg/day. The hcp intended to get an updated magnetic resonance imaging (MRI) of the lumbar spine to rule out any disc herniations, spinal stenosis, and compression of the spinal cord (given the increasing pain in the low back and the increased radicular pain and weakness in the lower extremity); no results of the MRI were received. On an unspecified date in (B)(6) of 2013, the patient underwent an epidural steroid injection (esi), which was minimally helpful. On (B)(6) 2014, the patient was their hcp for reports of increasing pain to the lower lumbar territory (more prominent on the left) with radiation into the left buttocks, hip, and anterior/posterior aspect of the left thigh (which radiated to the knee). Medical history was noted to have included congenital hip dysplasia, and had been complaining of left hip pain for quite some time; they had not had any imaging of the left hip. The patient had no radicular pain in the right lower extremity. It was noted that the patient had intrathecal morphine (50 mg/ml) with bupivacaine infusing at 16 mg/day. Concomitant medications included flexeril 10 mg, and continued medrol 4 mg, nuvigil at 150 mg, and hydrocodone/acetaminophen 10-325 mg. Examination revealed a patient in obvious discomfort with tenderness of the lumbosacral segment bilaterally (with trigger points bilateral l3, l4, l5, and left buttock), and point tenderness of the left hip. Left straight leg raise positive to 90 degrees with low back pain, buttock pain, and hip pain. Right straight leg raise positive to 90 degrees with low back pain. Gaenslen test of the hip was positive on the left and negative on the right; sensation remained grossly decreased in the lower legs. Assessment now included a diagnosis of cervicalgia. Trigger point injections were noted to have been helpful with the myofascial pain component; therefore, trigger point injections to the left gluteus maximus and bilateral quadratus lumborum with 10 cc of 0.5% marcaine was performed. Current medications were maintained. The hcp intended to get an MRI of the left hip to rule out any degenerative changes or s tructural abnormalities (given the continued increasing pain of the left lower extremity). The patient was to be seen that (B)(6) for pump refill. On (B)(6) 2014, the patient was seen for chronic pain along the spinal axis (primarily in the lumbar territory), bilateral lower extremity neuropathic pain, and left hip pain; it was noted that the patient had intra-articular hip injections (on an unspecified date) which were not helpful. The patient had continued severe pain in the lower lumbar territory (more on the right) into the right buttock, right hip, and right groin (with shooting pains into the right lower extremity). The MRI of the left hip on (B)(6) 2014 revealed a small area of edema seen in the origin of the vastus laterali, which may represent focal area of muscle strain injury. There was also a small degree of edema involving the small portion of the insertion of the gluteus medius on the greater trochanter (which could represent a small area of strain and/or inflammation). This was seen near the level of the trochanteric bursa. The pump continued to deliver morphine and bupivacaine at 16 mg/day. Concomitant medications were unchanged from the previously reported visit. Examination revealed tenderness of the lumbosacral segment bilaterally (with trigger points at l3, l4, l5, and the left b uttock), significant tenderness of the left l4 and l5 facet region and si joint, and point tenderness of the left hip. Right and left straight leg raise findings were unchanged. Sensation to pinprick was moderately decreased on the left leg and was intact on the right. Assessment now included osteoarthritis (generalized, multiple sites). The patient underwent trigger point injections with 10 cc of 0.5% marcaine to the left quadratus lumborum and left gluteus maximum to further attempt to quell her chronic lumbar radiculopathy. The hcp requested authorization for a left l4-l5, l5-s1, and left si joint injection under fluoroscopy for mechanical pain and diagnostic purposes. On (B)(6) 2015, the patient began to have diffuse burning. On (B)(6) 2015, the patient was seen by their hcp for diffuse pain associated with fibromyalgia as well as failed lumbar fusion syndrome. The patient was being treated with intrathecal morphine 15 mg per day, as well as prialt and bupivacaine; no other medication changes were made. Concomitant medications were unchanged with the addition of linzess 145 mcg and omeprazole 20 mg. Examination of the spine revealed diminished lumbar lordosis and mild paraspinal muscular atrophy. Diagnoses now included possible incomplete withdrawal from the intrathecal solution and sacroiliitis. The pump was interrogated and showed no stalling. The patient was treated with 1 mg of intramuscular (im) dilaudid. The patient was switched to morphine sulfate, for the time being, from hydrocodone 15 mg every 4 hours as needed. A pump interrogation procedure under fluoroscopic guidance (also reported as "nbfl-guided flow study") was planned for the near future. The hcp intended to check the patient for a complete blood count (cbc) with differential, comprehensive metabolic profile (cmp). On (B)(6) 2015, the patient underwent a csf flow study, under fluoroscopic guidance, due to her withdrawal symptoms, without any stalling of the pump motor identified. The catheter access port was identified, but there was no fluid return; the procedure was repeated with the same results. The hcp suggested a catheter malfunction. It was noted that, when tracing the catheter in the cross-spinal space, and above the fusion site at l2, the shadow was disrupted and did not restart until 4 segments above where t e tip was shown at c7; this was highly suggestive of catheter rupture. A lumbar CT scan to examine the pump was also done that day, which noted that there was discontinuity of the infusion catheter proximal to its entrance into the spinal canal at the l2-l3 disc space level where the catheter appeared to be fractured with discontinuity (also reported as "which showed that the pump was no longer properly functioning"). The catheter was seen within the spinal canal (shifted downwards) with the most inferior aspect of the catheter at the l3-l4 disc space, and the mo st superior aspect of the catheter to end at mid-body of t11. On (B)(6) 2015, the patient saw their hcp for a follow-up visit. The patient continued to experience severe pain at an 8-9 of 10 in the lumbar territory, right lower extremity, and right buttock, into the groin and right lower extremity. The patient reported that the prialt intrathecally was highly beneficial along with the morphine. The patient was also using morphine sulfate immediate release (msir) 15 mg every 4 hours, coupled with flexeril 10 mg for pain control; concomitant medications were otherwise unchanged. Musculoskeletal and neurologic examination was unchanged. No medication changes were made. The hcp planned to follow the patient following a planned pump replacement by another hcp. On (B)(6) 2015, the patient's pump had alarmed and was interrogated.; it was noted that the reservoir volume was 1.8 cc. The pump was being used to deliver morphine sulfate (50 mg/ml), bupivacaine (5 mg/ml), and prialt 1.6 mcg/ml; the pump was adjusted from a daily rate of 16 mg/ml to 8 mg/ml per day. The hcp was to follow-up with the patient on (B)(6) 2015 for intrathecal refill with saline. Morphine sulfate (ms) contin 15 mg three times daily was added for better pain control. The patient was scheduled to undergo pump replacement on (B)(6) 2015. On (B)(6) 2015, the patient's pump was aspirated for 1 cc of clear fluid. The pump was then filled with 20 cc of normal saline; the pump was checked and found to be within acceptable limits, and was set to a minimum rate. In the morphine infusion summary it was noted that there was a "new pump" on that date, but there is no evidence to support that report (according to a subsequent operative report, the pump and catheter were replaced on (B)(6) 2015). On (B)(6) 2015, according to the operative report, the patient underwent surgical intervention for a preoperative diagnosis of a malfunctioning morphine pump and fractured proximal spinal catheter; the postoperative diagnosis remained unchanged. It was verified that the proximal catheter was fractured similarly to what was shown and reported in the previous CT of the lumbar spine. The pump and catheter were removed and implantation of a whole new system was initiated. The spinal catheter was connected to the pump catheter, and the pump catheter was connected to the new pump. The pump was programmed to deliver 0.5 mg of morphine daily. The pump was placed in the pocket and sutured in the 4 corners to avoid abnormal movement. The pump was tested, and it was verified that csf was coming from the proximal catheter and the pump was functioning. [There was additional information reported that was not relevant to this event and therefore was omitted; see pe# (B)(4) - increased pain, new p ump/catheter; pe# (B)(4) - failed spinal cord stimulator (scs) trial ].